Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, broken belt clip slot, missing end cap sticker, and a scratched reservoir tube lip.

Event description:
The customer reported via phone call that his blood glucose was 47 mg/dl at one point. Troubleshooting was declined for the low blood glucose. The customer also mentioned damaged battery tube threads. His blood glucose was 102 mg/dl at the time of call. Troubleshooting occurred and the customer discovered a missing battery cap. The insulin pump was returned and replaced.